Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads slide loose from the electric toothbrush - oral-b [device connection issue] case narrative: consumer via e-mail stated that the oral-b toothbrush heads slid loose from the oral-b electric toothbrush during brushing. No injury was reported.